Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in an 81-year-old male patient for the indication of protected percutaneous coronary intervention, with a pre-support clinical condition consistent with society for cardiovascular angiography and interventions (scai) stage a shock. Following transfer to the intensive care unit (ICU), the patient was noted to have a right groin hematoma at the access site. The last reported activated clotting time (act) was 383 seconds, following administration of a systemic heparin bolus of 8,000 units in the catheterization laboratory, with no heparin infusion initiated at that time. Management included manual compression held for approximately 30 minutes, administration of 10 mg intravenous protamine, and application of a femostop device, after which no further bleeding was noted. Additional laboratory evaluation was pending at the time of reporting. The estimated blood loss was reported as approximately one unit. The purge solution in use consisted of dextrose 5% in water (d5w) with 25 meq sodium bicarbonate. The patient remained on impella cp support at the time of the reported event. It was later reported that the device was successfully weaned.

Event description:
Updated clinical narrative: it was later reported that the device was successfully weaned. Device status update: the pump was discarded and isn't available for return.

Manufacturer narrative:
B5: added revised clinical review and device return status.